Event description:
A male patient had just been extubated post tonsillectomy. It was reported that he had a partial laryngospasm and the crna was using mask ventilation with positive pressure to try to break the spasm. Spasm was slowly resolving (patient's vital signs were acceptable) when breathing bag reportedly came apart at the neck. Another bag was used and it was used without further incident.

Manufacturer narrative:
Sample was received and reviewed. The issues are confirmed. The rubber bushing and the bag are not together, they are actually separated (came apart). Issued a supplier alert to the manufacturer with the scar number. Also forwarded the sample to them for further analysis. The supplier reviewed the sample and reviewed their processing procedures for assembling and inspecting bushed bags. They have implemented new procedures to include the following: better define the visual inspection of a bag and bushing prior to assembly. This will include both a visual for cosmetic defects and those to which the performance of the product will likely be affected. Better define the visual inspection of a bushed bag after assembly and prior to testing. This will include inspections focused on the assembly and its impact on the usability of the assembled product. Provide retraining of the assembly personnel. Conduct a follow up audit of the facility.